Manufacturer narrative:
It is indicated the paddle lead will not be returned as it was discarded by the facility. As the paddle lead involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient experienced loss of stimulation. It was determined that the paddle lead had migrated. The patient underwent a revision procedure and the physician chose to replace the lead due to physicians preference.

Manufacturer narrative:
It is indicated the paddle lead will not be returned as it was discarded by the facility. As the paddle lead involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint. Device was discarded.

Event description:
A report was received that the patient experienced loss of stimulation. It was determined that the paddle lead had migrated. The patient underwent a revision procedure and the physician chose to replace the lead due to physicians preference.